Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient underwent lumbar surgery where rhbmp-2/acs was used. Reportedly, following his procedure, the patient continued to suffer from severe back pain. It was reported that in or about (B)(6) 2012 the patient was diagnosed with excessive bone growth in his l5-s1 region of his spine. It was reported that as a result of his surgery the patient continues to suffer severe pain and has undergone significant testing and rehabilitation. It was reported that the patient has never recovered from his injuries and he continues to have severe, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.